Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. The insulin flow blocked alarm /occlusion alarm functioned properly during the basic occlusion, occlusion, and force sensor tests. No unexpected insulin flow blocked alarm noted during testing. Pump also received with faded serial number label.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 129 mg/dl and over 400 mg/dl at the time of the incident. The customer was assisted with troubleshooting and declined for high blood glucose. The customer was treated with bolus. The device will not be returned for analysis.